Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device was unable to operate. There was no patient involvement when the issue occurred. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Further information was received from the customer indicating that there was no device malfunction found with the unit, the customer requested guidance as they did not know how to use/operate the device. No repair nor parts replaced. Based on the information, the issue does not meet the reportability criteria.